Manufacturer narrative:
The updated investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the sal smooth rnd diap 425cc breast implant. Per additional information received, the device was found intact after the removal surgery. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 425cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient was replaced with two 545 mentor memorygel breast implants. On (B)(6) 2021, mentor became aware that the hcp stated that there was no deflation detected, however the implant has been sent back to be analyzed to determine if deflation was present. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 3, 2021, mentor became aware that patient's implant was found intact. Reason for device explant and/or reoperation: suspected deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced a deflation in the sal smooth rnd diap 425cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 425cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 425cc mentor smooth round moderate profile saline breast implant experienced left sided deflation post procedure. As a result, patient has a planned explantation on (B)(6) 2021.